Manufacturer narrative:
No product has been returned for evaluation. The alleged event was confirmed by radiograph provided. Review of the reported event describes the reduction tab fractured off above the desired location. Labeling review: "...note: check both reduction extensions after removal for the black laser mark at the distal end of the reduction extension to ensure the reduction extension has broken off at the correct spot..." "...tip: it is recommended to final tighten the lock screws prior to breaking off the reduction extensions to ensure the lock screw is seated below the extended tulip..." "... Note: be sure the lock screw is fully seated and the rod is fully locked down..." "...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..."

Event description:
Information received stated a surgical case was performed a few months back with reline mas reduction where one of the tabs did not break all the way off. Patient underwent a revision procedure.